Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 296 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.